Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. It was also stated the patient¿s last successful recharging session was 2 to 6 months prior to report. It was noted the patient had lost their recharger for three months then found it. It was also reported the patient had a ¿call your doctor¿ icon on their recharger along with a power-on reset (por) screen. It was then reported the patient¿s device was working as designed and the issue appeared to be resolved.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).